Manufacturer narrative:
H6) the software investigation found that three application sessions were available for incident reported date and all of them were found to be terminated with system power off from the stealthapplication. There were no spontaneous logout/application crash as observed from the log analysis. Suspecting user might have pressed the ¿power down system¿ by mistake instead of ¿log out¿. There is insufficient information to determine whether a software anomaly contributed to inaccuracy. Codes b01, c19 d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and operational tests. No hardware parts were replaced. After the system checkout was performed, the system was confirmed to be performing as intended. Codes b01, c19, d14 apply. A1102 and a110201 applies to no source signal. A110208 applies to system "crashed" and spontaneously logged out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection surgery. It was reported that the system "crashed" and spontaneously logged out. When logging out of cranial mode, it went "no source signal" before it went to the login screen. The healthcare provider (hcp) was able to get back into the case with no issues. The length of the extended surgical time was less than one hour. There was no impact on patient outcome.